Event description:
It was reported that difficulty was encountered with infusions. An x-ray showed that the catheter had separated from the port and had embolized. The catheter was removed without complications, and the port will be removed in the near future.